Event description:
It was reported that the patient underwent an explant procedure and the superion indirect decompression system was explanted.

Event description:
It was reported that the patient underwent an explant procedure and the superion indirect decompression system was explanted.